Event description:
Leakage was observed at the conjunction of oval disk and tubing, leading to medicine and blood leaking. IV infusion had to ease.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.